Event description:
It was reported that approximately 36 months post implant of a bifurcated device and a suprarenal aortic extension and two limb extensions, an endoleak was identified on (B)(6) 2014. Reportedly, the iliac aneurysm was increasing in size causing a separation between the main body and the right iliac limb. On (B)(6) 2014 the physician elected to treat the patient with a gore limb extension, and bridged the main body and iliac extension in the right common iliac. Patient was discharged the next day and is doing well.

Manufacturer narrative:
Based upon the clinical review, the reported event was inconclusive. No medical documentation or imaging studies were available for this review. Product appropriateness and patient candidacy could not be assessed. The provided still photo demonstrated complete component separation between the right iliac extension and the main body stent, without the presence of an endoleak. The photo substantiated the stent graft complaint (component separation) and the subsequent procedure. However, the unknown endoleak could not be substantiated. The patient was reported to be discharged on the first post-operative day, and was doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation information, a root cause could not be definitely determined, but the limb extension separation from the bifurcated device appears to be the most likely cause. There was no device issue identified.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.